Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The multi-link 8 referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat in-stent restenosis of a 3.5mm multi-link 8 stent implant in the mildly tortuous left anterior descending (lad) artery. The 3.5x15mm tenku balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the stylet or protective sheath. The tenku bdc was prepped with a contrast mix of 1:1, and no issue or leak was noted during preparation. During use of the tenku bdc, it slipped inside the stent implant and was used to dilatate the lesion several times at 3 atmospheres (atm). The slipping resolved, and the tenku bdc was used for additional dilatation one time at 10atm for 30 seconds and two times at 10atm for 60 seconds. Angiogram was performed, then the tenku bdc was advanced again. Resistance was met during advancement; however, the bdc was able to cross. The bdc was inflated to 14atm; however, the bdc could not be deflated. The bdc was able to be withdrawn without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.5x15mm non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. The reported balloon slipping and resistance during advancement could not be replicated in a testing environment as they were based on operational circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for deflation difficulty, balloon slipping, or resistance during advancement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.